Manufacturer narrative:
(B)(4). To date, the device has been received for investigation. Supplemental filing will be submitted once investigation findings are complete.

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4).